Event description:
Ous MDR - it was reported that approximately 13 months after the implant oversensing with artifacts was noted on this lead. A revision procedure is intended.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been analyzed. The inspection of the available iegms revealed the presence of noise in the ra and rv channels, which led to the detection of vf episodes with a shock delivery. Despite this observation, the analysis did not reveal any indication of an ICD malfunction. However, the integrity of the lead cannot be assured. In conclusion, the ICD and the lead were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned device data confirmed the clinical observation, which presumably resulted from a lead damage. However, the root cause was not determinable. There was no indication of an ICD malfunction.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approx. 40 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables to the ring electrodes was damaged. These findings can be considered to be the root cause of the observed oversensing leading to vf detection. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.